Manufacturer narrative:
A medtronic representative, following-up at the site, reported immediately identifying that the internal power cord was not plugged in all the way. The medtronic representative confirmed that the navigation system was functioning properly after this adjustment. Confirmed computer functioned normally. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system unexpectedly powered-down, returning to the app-launch screen. They re-entered the software and continued with the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5-15 minutes. There was no impact on patient outcome.